Event description:
It was reported that around 12:30 pm a pt was being bathed. ICU telemetry called nurses stat. Pt was bradycardic. Pt was blue, pale, and unresponsive. Bennett 7200 ventilator alarm was going off, but had been silenced by registry nurse giving pt bath. A respiratory care practitioner disconnected the pt from the ventilator and started bagging. The pt's response was immediate improvement. The pt was reconnected to the ventilator. The ventilator still read no pressure, pressure limiting, no volume. The device was removed from the circuit and the ventilator began ventilating the pt. Visual inspection of the device showed no observable obstractions. IFU states device must be changed once every 24 hours. The device had been changed the night before. The device appeared to be dry and no foreign material could be visualized. The pt returned to a stable condition after a new device was placed in the circuit. The hospital states the device was being used within the MFR's guidelines of "maximum 24 hour use if drugs or solutions are nebulized". The device has been replaced the night before and was in less than 24 hours.